Manufacturer narrative:
B3: date of event is between 03may2025 and 09may2025.

Event description:
According to the complaint, customer reported, that barcode patient ID is misinterpreted by abl800 flex (serial number: (B)(6)). A 10-digit patient ID is scanned (CPR#) but the last 2 digits are misread (02 instead of 10). Unfortunately, this patient ID belongs to another person in the same region. It happened on these samples: (B)(6) 2025 kl. 02:12. (B)(6) 2025 kl. 07:42. (B)(6) 2025 kl. 19:13. (B)(6) 2025 kl. 07:29. The barcode format used were code128.

Manufacturer narrative:
The radiometer investigation has concluded that problems with analyzer's barcode scanner, potentially causing a patient mix-up and therefore incorrect medical treatment. The issue with the CPR-number barcode mix-up at auh appears to be an isolated incident, as it has not been observed elsewhere. The problem has been traced to external the cipherlab 1090+ handheld barcode reader. Since patient labels are only scanned with the handheld barcode reader this issue has nothing to do with the integrated barcode scanner in the front of the analyzer.